Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during tonsillectomy and adenoidectomy, the pen would activate without pressing the button on the wand. Upon inspection the tip was not completely inserted into wand causing metal to come into contact with patient's mouth and charring the distal guard of tip near metal was also noted. Burn noted in the bilateral corners of the mouth.